Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation. No product has been returned. If the product is returned in the future, a follow up report will be submitted. Since the product was not returned for investigation, the cause of the event could not be determined.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The reporter alleged faded segments on the meter display. Upon completion of a display check, the reporter alleged "many" segments appeared faded including parts of the "888" making up the results field.

Manufacturer narrative:
The customer's meter was received for investigation. The battery compartment shows evidence of contamination by fluid ingress. The meter display was checked and segments are missing. The contamination present in the device can cause missing segments. The root cause of the missing segments is mishandling of the device. Medwatch fields d9 and h3 have been updated.